Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1266 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported "received phone call from (B)(6). Reported hissing sound when flushing line. Advised to attend unit. Fracture noted at 1.2cm mark. PICC removed and booked in for new PICC line"

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. One 4 fr sl powerpicc solo catheter was provided for evaluation. The catheter extended up to the 46 cm depth marker. Evidence of use and dried blood residue was visible on the outer surface of the device. The catheter was flushed with water using a 12 ml syringe and a leak was noted between the 1 and 2 cm depth markers. Microscopic observation of the leak location revealed a circumferential split at the 1.5 cm depth marker. Adhesive residue was present around the split area likely from the securement dressing. The split surface was observed to be rough and granular. The edges had a matte surface finish and contained material wrinkling. The wrinkling was present along the crease around the catheter which coincided with the split. The catheter was cut near the 5 cm depth marker in order to measure the catheter wall thickness and outer diameter. The dimensions were found to be within manufacturing specification. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." Since a split was present in the catheter, the complaint is confirmed.

Event description:
It was reported "received phone call from dn. Reported hissing sound when flushing line. Advised to attend unit. Fracture noted at 1.2cm mark. PICC removed and booked in for new PICC line."